Event description:
It was reported that this pacemaker exhibited low out-of-range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead, which the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and noisy signals were noted. Additionally, low amplitudes were also observed. Lead insulation was suspected. The lead was reprogrammed to unipolar mode and all of the measurements were in range. Further review was performed and it was noted pacing and minute ventilation no as expected, which was believed to be caused by low impedance interference. At this time, the product remains in service and no adverse patient effects were reported.